Event description:
The pump was explanted and returned to the manufacturer for analysis. No reason for the explant or implant duration was provided. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.